Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated and was causing pain in the low back area. The patient underwent an explant procedure. The explanted ipg will not be returned as it was discarded by the medical facility.